Event description:
Pt reported their meter/hcp meter comparison test readings were hi (ss) vs. 200 mg/dl (hcp), repectively (150% difference). Tests were done within 15 min. Of each other using seperate finger sticks. No symptoms were reported. Pt has been using expired control solution and does not clean meter according to MFR's product recommendations. Lfs rep reviewed qc procedures, use of control solution and proper strip storage. Meter was replaced. There was no allegation of harm.